Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No formal investigation of the ventilator was requested. This assessment is based on the provided problem description, ventilator logs, and additional information from the healthcare facility. The provided ventilator logs were examined. The event log analysis revealed multiple alarms indicative of a leakage in the patient circuit, including ¿peep low¿, ¿respiratory rate low¿ and ¿expiratory minute volume low¿. The test log review confirmed that successful pre-use checks were performed both before and after the event, verifying that the ventilator was operating within its specified parameters at those times. Additionally, the technical log review found no recorded technical error codes that would suggest a ventilator malfunction during the reported event. A leakage in the patient circuit can significantly affect ventilation effectiveness, leading to the alarms observed in the logs. A leakage in the circuit can cause a loss of pressure and delivered air, triggering the alarm for ¿peep low¿ and ¿expiratory minute volume low¿. If the leakage reduces the pressure needed to trigger a breath or if volume delivery is insufficient, the ventilator may fail to detect or support the expected number of breaths, thus generating the alarm for ¿respiratory rate low¿. In conclusion, the investigation found no evidence of a ventilator malfunction during the reported ventilation period. However, the presence of multiple alarms strongly suggests that ventilation may have been compromised due to a leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).